Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited broken light guide bundle of the insertion section, broken r-unit (charged coupled device), incorrect pixel shift, cut in the protector of the video cable section and light transmission too low. There was no patient involvement.